Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. Per customer, patient information was not provided to clinical engineering.

Event description:
It was reported that there was an "over flow" of bag and noted that patient was supposed to receive a primary infusion of protonix 10mg/hr for 10 hours, but received 80 mg in 2.5 hours. There was no patient impact. The event occurred at intermediate care unit (imcu).

Manufacturer narrative:
Investigation conclusion: the customer¿s complaint of over infusion was not confirmed or reproduced. Review of the pcu error log showed no errors were recorded on the reported event date. Review of the pcu event log showed, prior to the reported event date, the pcu was powered on at 12:37 am on (B)(6) 2020; new patient and same profile selected. On (B)(6) 2020 at 1:30 am, the suspect device received a remote IV of drugid= 758 to infuse at a rate of 10 ml/hr (vtbi= 100 ml). Between 1:32 am and 3:39 am, the device alarmed for the following: air in line (5 alarms). Flo stop open (5 alarms, total duration= 13 seconds). At 3:46 am, the device was selected and a delay was programmed for 90 minutes. At 5:16 am, the device recorded a callback before infusion. At 5:18 am, the device was channeled off. Total volume infused= 21.655 ml. After calibration, one hour rate accuracy testing showed the device was delivering fluid within specification. Device inspection: lvp sn (B)(6) was received in fair condition. The instrument seal was intact. Dried fluid observed on the female iui, on the rear case under both iuis, under the membrane frame and inside door. Dried fluid and corrosion observed on the male iui. Stripping around the pivot latch screw suggests either the screw was reinserted after backing out or the screw has been previously replaced; corresponding marks on the pcu corroborate the screw being backed out and hitting the adjoining device on the right side. Platen assembly, post, hinge, pins, springs, and buttons are all intact and did not interfere with the door operation. All parts inspected are manufactured by bd. Bezel was disassembled and observed in good condition. The incident administration set was not returned and could not be inspected. Root cause analysis: the root cause of the complaint of over infusion could not be definitively identified. Score marks around the pivot latch screw and corresponding marks on the mated pcu indicate the pivot latch screw was previously backed out and re-installed. Previous investigations have shown a backed out pivot latch screw can interfere in proper door closure resulting in unregulated flow. Device history review: review of the source device (sn (B)(6) ) service history record showed the device had a manufacture date of (26oct2015). A review of the device service history record was performed beginning from the date of manufacture to the present date (29dec2020) and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that there was an "over flow" of bag and noted that patient was supposed to receive a primary infusion of protonix 10mg/hr for 10 hours, but received 80 mg in 2.5 hours. The infusion was started on (B)(6) 2020 at 2301 in the emergency department and was placed on an infusion pump. On (B)(6) 2020 at 0042, the infusion was restarted in the intermediate care unit and the pump was not changed from the department switch through epic electronic health record system. At 0514, a new bag was hung and at 0803, the infusion was rate dose verified (rdv) by a nurse and done every two hours throughout the day. At 1639, a new bag was hung and at 2000, the night nurse rdv the infusion and did so every two hours. On (B)(6) 2020 at 0130, a new bag was hung and at 0200 and 0338, rdv was performed. The infusion was stopped at 0400 when it was noted that the entire infusion had infused. There was no patient impact.

Event description:
It was reported that there was an "over flow" of bag and noted that patient was supposed to receive a primary infusion of protonix 10mg/hr for 10 hours, but received 80 mg in 2.5 hours. The infusion was started on (B)(6) 2020 at 2301 in the emergency department and was placed on an infusion pump. On (B)(6) 2020 at 0042, the infusion was restarted in the intermediate care unit and the pump was not changed from the department switch through epic electronic health record system. At 0514, a new bag was hung and at 0803, the infusion was rate dose verified (rdv) by a nurse and done every two hours throughout the day. At 1639, a new bag was hung and at 2000, the night nurse rdv the infusion and did so every two hours. On (B)(6) 2020 at 0130, a new bag was hung and at 0200 and 0338, rdv was performed. The infusion was stopped at 0400 when it was noted that the entire infusion had infused. There was no patient impact.